Manufacturer narrative:
Patient age and weight unavailable from the site. Visual and microscopic evaluation of the suspect elca device found that the band was cleanly separated from the tip of the catheter. There were no broken or bent laser fibers on the distal tip of the device. There were no splits or cracks on the band. Cause of event cannot be determined with the information available.

Event description:
A philips representative reported that during a coronary procedure for an in-stent re-stenosis vein graft, a spectranetics coronary laser atherectomy catheter 114-009 was being utilized in the patient's anatomy when the radio-opaque marker band came off the tip of the catheter. The physician was able to remove the tip from the patient successfully. No adverse affect on the patient outcome.